Event description:
The occupational therapist called and stated she provided model number 9781 to the patient. She stated the legs gave out on the shower chair causing the patient to fall. She stated the patient was in the tub for two and half hours. She stated the patient had to have ems come to the home to get him out. She stated he had to go to the emergency room. The caller stated the ER doctor noted the patient had paresthesia because of the compression over the ankles due to being in the tub for two and half hours.

Event description:
The occupational therapist called and stated she provided model number 9781 to the patient. She stated the legs gave out on the shower chair causing the patient to fall. She stated the patient was in the tub for two and half hours. She stated the patient had to have ems come to the home to get him out. She stated he had to go to the emergency room. The caller stated the ER doctor noted the patient had paresthesia because of the compression over the ankles due to being in the tub for two and half hours.

Manufacturer narrative:
The expanded evaluation report states that it was not confirmed for the 9781-1 shower chair having malfunction or damage causing the front, left leg to collapse.